Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.2, lab: 2.55. Date: (B)(6) 2010, inratio: 1.7. Therapeutic range unknown. Coumadin dose was changed recently, but not sure when or why. Patient just completed treatment for lung cancer and is in remission. Hct was 37.5 on the day of the test. Patient takes coumadin due to history of blood clot(s). Also on enoxaparin, levoquin, naprofyn (naproxen?), reglan, xanax, and zocor.

Manufacturer narrative:
Investigation pending.